Event description:
A malfunction was reported with the display of malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur afterward. The customer was instructed to continue using the pump and to call back if the problem resurfaced, which the customer understood.